Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, and route was not reported). Dianeal therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was recovered from the peritonitis. No additional information is available.